Manufacturer narrative:
An event regarding a foreign object found in the packaging involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: the device was received but no hair was returned with the device. Packaging was not returned based on the attached images. Medical records received and evaluation: not performed as the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. The root cause was not determined because the attached pictures does not show any hair that was mentioned in event description.

Event description:
It was reported by sales rep, a hair was discovered in the inside packaging of the product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by sales rep, a hair was discovered in the inside packaging of the product.